Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported she felt the implant was worst thing she ever did in her life because during the implant, they cut through her nerves. She had anesthesia problems post implant and had been trouble waking up. Patient stated normal recovery turned into never ending recovery and there was no resolved. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient never reported the cut nerve or trouble waking up to them. It was unknown if the nerve issues and trouble waking up were resolved. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.